Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
The patient notifier did not work when attempting to test it in clinic. No further intervention has been performed and the device remains implanted and is being monitored. The patient is in stable condition.